Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's spouse reported the (B)(6) 2024 inaccuracy resulted in an automobile accident. No event details, symptoms, cgm or bg finger stick values were provided for the time leading up to or at the time of the accident. The patient was transported to the hospital to stabilize his condition. Upon arrival at the hospital the cgm value was 100 mg/dl, and although the bg finger stick value was not specified, the spouse indicated the bg finger stick value was much lower than the cgm value. No other details about the treatment or stabilization were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.